Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the midline. It was noted that this is believed to be unaffiliated to the spinal cord stimulator (scs). The patient was doing well postoperatively. No further information has been obtained.